Event description:
A 22 gauge 1 inch insyte catheter was placed on 8/6/99. The next day the catheter was found to have separated from the adapter. The catheter portion was successfully retrieved via surgical intervention. No negative outcome to pt noted at this time.